Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed the problem with live monitor. Customer confirmed that issue was due to dvi receiver and transmitter. To resolve the issue rse suggested replacement of those component and the customer order and replaced dvi receiver and transmitter on their own. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that there is a live monitor problem. The system was noted to be in clinical use. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.